Event description:
Caller reported that the pump began smoking while it was charging using tandem supplies. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.